Event description:
The end that goes into the IV line which was a blue cap doesn't come off easily. The distal end comes right off but the other end usually requires a hemostat. This is unacceptable in an emergency situation. This seems to be an ongoing problem affecting all lot #'s.